Event description:
It was reported that low sensing and high capture threshold were noted. Lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Serial number for this MDR was reported incorrectly. The correct serial number is (B)(4), which was filed on (B)(4) 2012, 2017865-2012-06831 with analysis. MDR 2017865-2012-06831 is being retracted as a duplicate record. The damage found was sustained during the surgical procedure.